Manufacturer narrative:
(B)(4). G2: poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the needle of the device was fractured while inserting the device into the meniscus. The broken tip and all elements were retrieved and a competitor device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified the device has been cycled 2 times. The flexible sleeve of the device is bent and the needle tip has fractured off. There is one blue anchor and a piece of suture that remain in the fractured portion of the needle tip. During fracture analysis, a bending overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.